Event description:
It was reported that the pacemaker exhibited possible premature battery depletion. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This report is for additional information in implant date.